Event description:
Patient stated the bottom of the cartridge with her remodulin fell out, spilling all the medication out. That was the last dose of medication the patient had on hand. I instructed the patient to go to the hospital since she was completely out of medication and cannot be without remodulin. She agreed and confirmed someone would be home to accept shipment that we sent out to arrive same day. Lot number of cartridge is unavailable. Dose or amount: 50ng/kg/min. Frequency: continuous. Route: subcutaneous. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: i27.21, secondary pulmonary arterial hypertension.